Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist checked in myqlink and noticed that the medication override access was set to a high level, while customer only had general access and asked the user to recreate the issue, the medication then appeared on the machine under the patient profile, and it had the option to request pharmacist verify and informed the user about the earlier issue, and confirmed that customer was now able to administer the medication through pharmacist verify. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.